Manufacturer narrative:
Device is combination product.

Event description:
During a coronary intervention, the guideliner was unable to advance through the guide catheter to the position needed in the procedure. Delivery failed due to severe calcification & angulation. The guideliner was advance outside of the guiding catheter, however, physician is not sure how far the guideliner tip advanced. A little dissection was located at the cto lesion ostium, not near the guiding catheter. Dissection was minor injury. No treatment done by physician. Current patient condition is reported as fine. Additional information received 08mar2019: the physician does not attribute the dissection to the guideliner device and the patient is reported as stable. Physician finished pci with a stent and balloon at cto lesion; however, dissection was minor and did not need to be treated.